Manufacturer narrative:
A steris service technician arrived at the facility following the event to inspect the transfer carriage and sterilizer. While onsite, the technician reviewed facility video footage of the event which indicates the operator attempted to latch the transfer carriage to the sterilizer with excessive force; resulting in damage to the cart's docking station. Additionally, the operator did not check that the front wheel assembly of the transfer carriage was properly latched to the docking station before withdrawing the cart from the sterilizer. The items which were removed from the sterilizer at the time of the event did not contact the floor and did not require reprocessing. The technician replaced the docking station's latching mechanism, successfully docked and undocked the transfer carriage from the sterilizer and returned the unit to service. While onsite the technician verified that all other transfer carriages located at the facility properly docked and undocked from the sterilizer(s) and did not require adjustment. The technician performed in-service training on the proper procedures for docking the transfer carriage to the sterilizer prior to removing a processed load. No additional issues have been reported.

Event description:
The user facility reported their 66" transfer carriage fell to the ground while an operator was removing a processed load from the sterilizer. Following the event, the operator sought medical treatment for reported neck and back pain. No injuries were evident at the time of the evaluation and the employee was advised to a week of light work duty. The employee has since returned to full work duties.